Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, and a scratched display window noted during visual inspection. The pump had a compromised force sensor system alarm during the prime/compromised force sensor system test due to moisture damage noted in the force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin was squirting out insulin after the motor stopped. Customer received the compromised force sensor system alarm on the insulin pump. Customer was advised that the pump will be returned and replaced.